Event description:
It was reported to boston scientific corporation that during an anterior vaginal repair procedure using a capio open access suture capturing device with a xenform graft, the needle detached from the teleflex suture and was caught inside the capio device. The procedure was completed with another capio device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).